Event description:
Reportedly, during routine follow ups of symphony devices, the programmer software got blocked and it was necessary to unplug the programmer and to re-start it completely. Sometimes, some messages were displayed. For the device involved in this MDR, the orchestra programmer blocked during a threshold test. The other devices are reported under MDR# 9610579-2010-00464, 9610579-2010-00483 & 9610579-2010-00485.

Manufacturer narrative:
On 02/25/2010: this event concerns a device that was manufactured and used outside the united states. (B)(4). Since the device remains implanted, the programmer files were reviewed. (B)(4). Analysis of the expert programmer files confirms the different shutdown of the orchestra+ programmer for three out of four reported events: on (B)(6), session aborted after a ventricular threshold test. On (B)(6), session aborted after an atrial threshold test and modifications of the a & v pacing amplitudes; on (B)(6), session aborted during an atrial threshold test. No anomaly was observed on june 11 according to the log file. (It should be noted that on june 10, (B)(4). The root cause of these interruptions cannot be identified (data recorded in the expert files do not include data which could help to go further in the analysis). Because there was no pt safety issue and the problem was solved through a complete re-boot of the orchestra+, the complaint is closed in state.